Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation it was found that pins are out of tolerance on the distribution node pca. The root cause of the out of tolerance component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.